Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "tubing falling apart. The spin collar has become separated from the tubing when it is disconnected from the patient, the collar has come off prior to being connected, and also during infusion. This matter has been previously reported to the manufacturer. " the customer reported that the tubing broke and leaked while an antibiotic was infusing. Although the patient had positive blood cultures and they were unable to determine how much of the antibiotic the patient received, there was no report of patient harm.

Manufacturer narrative:
Correction: delete concomitant syringe tubing from initial report. The customer¿s report that the spin collar became separated from the tubing and leaked when it was disconnected was confirmed. The additional report that the spin collar was broken could not be confirmed as the spin collar was not received with the set. Visual inspection showed the male luer spin collar separated from the male luer. Due to the spin collar being missing, functional testing could not be performed. The root cause of the leak was the set's inability to fasten due to its missing male luer spin collar. The root cause of the separation of the spin collar could not be identified.

Event description:
Merepenem 150mg in ns 20 mg/ml with a total volume of 7.5ml was infusing.

Manufacturer narrative:
Customer medwatch # mw5070561. The customer complaint that the spin collar broke and leaked during an antibiotic infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
On july 17, 2017, received a copy of the medwatch report from FDA, which states "tubing falling apart. The spin collar has become separated from the tubing when it is disconnected from the patient, the collar has come off prior to being connected, and also during infusion. This matter has been previously reported to the manufacturer."